Event description:
It was reported that the device was not ventilating or cycling. No patient harm was reported.

Event description:
It was reported that the device was not ventilating or cycling. No patient harm was reported.

Event description:
Additional information received via email 16-nov-2022. All information requested is unknown.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Mounting screw damaged. The technician started with air at 60 pounds square inch (psi) applied to the input fitting and switched to ventilate , the device cycles once and then stops. Swapped out demand detector and device was delivering with timing. The reported issue was confirmed. The root cause of the reported issue was found to be faulty demand detector assembly. The technician replaced the faulty demand detector assembly and oscillator block as a preventative measure.